Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 50500523). The patient had a medical history of uterus enlarged, breast cancer, nabothian cyst, leiomyoma, obesity, gravida ii, multiparous, menorrhagia, dysmenorrhea, intermenstrual bleeding and menses irregular. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2562 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.262 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: reason for exam: essure there is occlusion of the fallopian tubes bilaterally at the level of the essure devices. There is no opacification of wither fallopian tube during this examination. Impression: there is occlusion of both fallopian tubes by the essure devices. [Pathology test] on (B)(6) 2020: diagnosis uterus, cervix, bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingoophorectomy: endometrium: secretory myometrium: leiomyoma (0.4 cm), adenomyosis cervix: nabothian cysts, negative for dysplasia. Right ovary: hemorrhagic corpus luteal cyst, benign follicular cyst. Right fallopian tube: benign paratubal cysts on surface. Left ovary and fallopian tube: no diagnostic abnormality. Both fallopian tubes with fimbrial end and essure coil. Specimen(s) submitted: uterus, cervix, tubes and ovaries clinical history/pre-op: essure coils in fallopian tubes; menorrhagia; dysmenorrhea: dysmenorrhea; fibroid; right breast cancer gross description: both fallopian tubes show essure coils in cut section. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 50500523). The patient had a medical history of uterus enlarged, breast cancer, nabothian cyst, leiomyoma, obesity, gravida ii, multiparous, menorrhagia, dysmenorrhea, intermenstrual bleeding and menses irregular. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2562 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.262 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: reason for exam: essure there is occlusion of the fallopian tubes bilaterally at the level of the essure devices. There is no opacification of wither fallopian tube during this examination. Impression: there is occlusion of both fallopian tubes by the essure devices. [Pathology test] on (B)(6) 2020: diagnosis uterus, cervix, bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingoophorectomy: endometrium: secretory myometrium: leiomyoma (0.4 cm), adenomyosis cervix: nabothian cysts, negative for dysplasia. Right ovary: hemorrhagic corpus luteal cyst, benign follicular cyst. Right fallopian tube: benign paratubal cysts on surface. Left ovary and fallopian tube: no diagnostic abnormality. Both fallopian tubes with fimbrial end and essure coil. Specimen(s) submitted: uterus, cervix, tubes and ovaries clinical history/pre-op: essure coils in fallopian tubes; menorrhagia; dysmenorrhea: dysmenorrhea; fibroid; right breast cancer gross description: both fallopian tubes show essure coils in cut section. Lot number:50500523,manufacture date:2010-02,expiration date:2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.